Manufacturer narrative:
No product was returned for evaluation and review of the device record history was not possible since the lot number was unavailable. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) precaution that a single wall puncture technique should be used. The posterior wall of the artery should not be punctured. The IFU also instruct the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament, as this may result in a retroperitoneal bleed.

Event description:
It was reported that the patient received an angio-seal following an emergency angioplasty. The groin shot revealed the puncture was in the common femoral artery. The patient received 8000 units of heparin, and was sent to the floor with a heparin drip. The patient became agitated, tachycardic, and hypotensive. The patient's hematocrit level was dropping; therefore, 6 units of blood were given. The patient eventually died. The physician stated that the patient had a retroperitoneal bleed.